Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: translated by google translator): the device did not boot up properly after switching on (the screen remained black) and there was a continuous alarm. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: translated by google translator): the device did not boot up properly after switching on (the screen remained black) and there was a continuous alarm. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction may lead to a delay of the therapy as the device has to be re-started. The root cause is a malfunction of the esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The following was reported to hamilton medical ag: translated by google translator): the device did not boot up properly after switching on (the screen remained black) and there was a continuous alarm. No patient involvement.